Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material#: 309628 batch#: 3038025 it was reported by the customer that medication leaked from needle additional information provided: I apologize for the confusion. A photo is currently not available. I am actively trying to reach the customer to verify if photo or a return sample is available. Attached is an updated bd global product complaint report form for cn-013677 ¿ syringe component.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 3038025 is considered in compliance with our product specification requirements. Material # 309628 is a 1ml ll syringe that it is sold with no needle assembly, only the syringe. The needle used by the customer is unknown; therefore, no further investigation is to be performed.

Event description:
No additional information.